Manufacturer narrative:
Product complaint (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare¿. Active ingredient(s) triclosan. Dosage form suture/solid/parenteral. Strength = 2360 g/m. (B)(4). Attempts are being made to receive a device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: please clarify if the 4 sutures were used in the same event? No, only 2 sutures were used in one event. 2 other sutures were used in another event - product complaint created with number: (B)(4). Was there any patient consequences? No. Device status- available only one suture and will be shipped next week. Event day (B)(6) 2021. Procedure - gastric bypass. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Events were submitted via 2210968-2021-01957.

Event description:
It was reported that the patient underwent a gastric bypass procedure on (B)(6) 2021 and the barbed suture was used. During surgery this the barbed suture did not fix the tissue and it slid through. It was reported that anchors did not fix the tissue and did not hold the tissue together. Anchors didnt fix the tissue and didn¿t hold the tissue together. Doctor opined that he did not feel anchors on half of barbed suture. Another like suture was used. There were no patient consequences reported.